Event description:
Per the clinic, the patient was administered a steroid injection (type not reported) on (B)(6) 2013 due to skin overgrowth at the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.